Event description:
It was reported that prior to starting the surgical procedure, the surgeon experienced a recurring 20008 system error code. The pt port incisions were already made prior to the surgeon's decision to abort the planned surgical procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field svc engineering concluded that the sys error experienced by the customer was associated with the right master tool manipulator (mtmr). The sys was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Engineering discovered a defective potentiometer assembly within the mtmr, thus, generating the sys error experienced by the customer. The sys alarm (the 20008 sys error code) functioned as designed and there was no injury to the pt. As of july 5, 2007, there have been no reported recurrences of the issue at this hospital.